Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered in tube prior to use with a bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm was in a tube.

Event description:
It was reported that foreign matter was discovered in tube prior to use with a bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm was in a tube.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, evaluation of the customer samples was performed and additive abnormality was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.